Event description:
A facility reported a dupaque xray sponge (ID 9467s) was noted to have black debris inside the packaging. Product was not opened. The product was stored per facility policy. No patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
No sample received but photo was provided by customer. Failure analysis - as per supplier, the defect picture was reviewed, the black contaminant was black and dot shaped attached inside pouch and near bottom film. Based on the photo, the black debris was fiber dust fallen off during production. The potential root cause is that the fiber dust may have been accumulated in chain of ffs packaging machine and form into black dot or lump shaped black contaminants and the black contaminants fallen off on bottom film. The packaging assembler did not notice the black debris and packed the package inside the box.